Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 1oct2018. It was reported that the ventilator will not run on ac power.the device was not being used for treatment when the reported event occurred. The customer troubleshot with technical support and replaced the internal power supply. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator will not run on ac power. The device was not being used for treatment when the reported event occurred.estimated event date; the date of the incident was not provided.